Event description:
Pt undergoing hysteroscopy with hysteroscopic fluid management system. Device infusing glycime, alarmed w/800cc fluid deficit. Minimal fluid noted in collection cannister. Pt stable. Procedure continued w/alarm noted at 1400cc fluid deficit. Minimal fluid noted in collection cannister. No fluid noted on operative field. Pt stable. Procedure continued w/second bag of glycine hung. Alarm sounded w/deficit in excess of 3000cc. No change in fluid collection. Pt awakened from conscious sedation and found to have bloody, frothy sputum. IV lasix given. Intubated. Chest x-ray revealed pulmonary edema. Managed in pacu. IV lasix; extubated. Admitted to ICU for observation, transferred to medical floor and discharged 5/7/99.